Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (thin and fragile leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was inserted and deployed on the mitral valve. A second clip was being implanted when the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr was reduced to a grade of 1 at the end of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.